Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the inspection of the returned devices, the orthokit technician noticed that the white joints of two instruments crumble.

Manufacturer narrative:
Examination of the two submitted global unite body sz 10 +5 tr confirmed a portion of the epoxy ink in the groove feature is missing. A complaint database search finds no other reported incidents against the complaint sample product and lot combination. A complaint database search against product code (B)(4) finds no other reported incidents of missing epoxy ink. The root cause of the missing epoxy ink is unknown. Based on the complaint database search the event is being considered and isolated incident and no corrective action is being pursued. Monitor for future reports of missing epoxy ink. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.